Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there was a crack in the syringe that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: has been made aware of an issue with one had a crack in the syringe which caused diluent to spray out of the syringe (photo attached ¿ faint line visible. The user could not identify any possible reasons for the damages. The original package box/case is not damaged and the syringe was not dropped.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there was a crack in the syringe that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: has been made aware of an issue with one had a crack in the syringe which caused diluent to spray out of the syringe (photo attached ¿ faint line visible. 1. The user could not identify any possible reasons for the damages. The original package box/case is not damaged and the syringe was not dropped.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection lengthwise crack running down the side of the barrel up to the roof observed. Potential root cause for the cracked defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0037138 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 0037138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.